Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, cracks were observed in the cartridge. The customer changed the cartridge.